Manufacturer narrative:
Image review: there are no images of the treated left leg. Seven photographs from two office visits were provided for analysis. The first image is of the right leg that shows redness and peeling skin. Six photographs are from (B)(6) 2018 of the patient¿s right leg. A mild amount of redness is visible along the treated vein. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the patient was seen by the physician responsible for the venaseal implant approximately 3 weeks after the last physician's appointment and was diagnosed with cellulitis, edema and venous insufficiency of gsv remnant. Patient is currently taking 20mg of prednisone and is seeing improvements with swelling on the affected leg. Physician recommended continuation of lymphedema treatment and wound care, which are not related to the venaseal implant, and follow up with primary care physician to taper dosage of prednisone down. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient received venaseal treatment of bilateral great saphenous vein (gsv) and short saphenous vein (ssv). On his initial visit prior to any venaseal treatment, the patient complained of persistent right hip pain since having total right hip replacement 3 years ago. The left ssv and left gsv implants were carried out 3 days apart. 3 days later the patient's right gsv implant was carried out. Patient had been seen for follow up after venaseal procedures and completed both a venogram and angiogram because of suspected pad and deep venous disease. Patient has right ssv treated approximately 3 months after this follow-up. The amount of adhesive used is unknown. The first onset of symptoms was post treatment of with venaseal for the right ssv 5 days, and 17 days post treatment to discuss symptoms experienced of persistent redness, pain, and swelling with the doctor. The patient was prescribed a medrol dose pack. During further follow-up visits, the patient had an aortogram and bilateral lower extremity runoff performed as well as an iliac vein ivus venogram performed with no significant stenosis or venous compression identified. At a follow-up visit approximately 5 months post last venaseal procedure, the patient stated that the swelling in the right leg that began after having hip surgery, had worsened over the past several months. The patient reported having trouble with swelling and sores from injection. It is reported that the physician told the patient the product needs to be removed. The patient requested a physician referral. The glue has not been explanted. The patient is advised to follow up for wound care and lymphedema treatment. Patient has received referral to discuss venaseal complications in the future.